Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy, missed abortion"), weight increased ("weight gain") and pituitary tumour ("pituitary tumor") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 ((B)(6) 1991, (B)(6) 1995, (B)(6) 2002) and abortion (1 abortion). Concurrent conditions included overweight, uterine fibroid, ovarian cyst nos and neoplasm. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased (seriousness criterion medically significant). In 2010, the patient experienced depression ("depression"). On (B)(6) 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain lower and experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: left ovarian cyst"). In 2017, the patient was found to have pituitary tumour (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea"), abdominal pain ("pain / abdominal pain") and pelvic pain ("pain"). The patient was treated with surgery (emergency bilateral salpingectomy and hysterectomy, oophorectomy (one side removal of ovary) d&c and gastric sleeve procedure). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the ectopic pregnancy with contraceptive device, pituitary tumour, depression, anxiety, dysmenorrhoea, ovarian cyst and pelvic pain outcome was unknown, the weight increased had resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, ovarian cyst, pelvic pain, pituitary tumour and weight increased to be related to essure (ess205). The reporter commented: the essure device was deployed without complication and was noted to have 4 coils visible on patient left and 7 coils visible in patient right discrepant data provided - per mr: operation: exploratory laparotomy, adhesiolysis, left sided cornuostomy and removal of products of conception, left ovarian cystectomy, myomectomy (hysterectomy not performed) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Gynaecological examination - on an unknown date: enlarged 12 weeks size uterus with multiple fibroids, left sided cornual ectopic pregnancy wit vey thin interstitial tubal wall covering. Large - 5 cm size left ovarian cysts x2.bilateral coagulated tubes. Hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion good placement of bilateral essure devices with occlusion of fallopian tubes bilaterally normal uterine cavity. Nuclear magnetic resonance imaging - on an unknown date: eccentric to the left gestational sac identified in the fundal portion of the endometrial canal with extension into the left cornua with thinning of the myometrium to less than 5 mm at the site implantation submucosal fibroid to the right, or midline, in relation to this gestational sac. Lower uterine segment submucosal fibroid. Large cystic structure in the left adnexa measuring 7.2 x 4.5 cm either represents 2 adjacent left ovarian cysts or large mildly complex cyst with the simple septation. Follow-up ultrasound to menstrual cycle is recommended to assess resolution. Most recent follow-up information incorporated above includes: on 5-mar-2019: plaintiff fact sheet was received. Events added from pfs- "pelvic pain,left ovarian cyst". Reporter information, medical history was added. On 6-mar-2019: plaintiff fact sheet received, events onset date added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy, missed abortion"), weight increased ("weight gain") and pituitary tumour ("pituitary tumor") in a 37-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective / failure to occlude (close) fallopian tube(s)". The patient's medical history included multigravida, parity 3 (B)(6)1991, (B)(6)1995, (B)(6)2002) and abortion (1 abortion). Concurrent conditions included overweight, uterine fibroid and ovarian cyst nos. On (B)(6)2005, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased (seriousness criterion medically significant). In 2010, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) with abdominal pain lower and experienced depression ("depression"). In 2017, the patient was found to have pituitary tumour (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea") and abdominal pain ("pain / abdominal pain"). The patient was treated with surgery (emergency bilateral salpingectomy and hysterectomy and gastric sleeve procedure). Essure (ess205) was removed on (B)(6)2010. At the time of the report, the ectopic pregnancy with contraceptive device, pituitary tumour, depression, anxiety and dysmenorrhoea outcome was unknown, the weight increased had resolved and the abdominal pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, ectopic pregnancy with contraceptive device, pituitary tumour and weight increased to be related to essure (ess205). The reporter commented: the essure device was deployed without complication and was noted to have 4 coils visible on patient left and 7 coils visible in patient right discrepant data provided - per mr: operation: exploratory laparotomy, adhesiolysis, left sided cornuostomy and removal of products of conception, left ovarian cystectomy, myomectomy (hysterectomy not performed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Gynaecological examination - on an unknown date: enlarged 12 weeks size uterus with multiple fibroids, left sided cornual ectopic pregnancy wit very thin interstitial tubal wall covering. Large - 5 cm size left ovarian cysts x2. Vbilateral coagulated tubes. Hysterosalpingogram - on (B)(6)2006: total bilateral occlusion good placement of bilateral essure devices with occlusion of fallopian tubes bilaterally normal uterine cavity. Nuclear magnetic resonance imaging - on an unknown date: eccentric to the left gestational sac identified in the fundal portion of the endometrial canal with extension into the left cornua with thinning of the myometrium to less than 5 mm at the site implantation submucosal fibroid to the right, or midline, in relation to this gestational sac. Lower uterine segment submucosal fibroid. Large cystic structure in the left adnexa measuring 7.2 x 4.5 cm either represents 2 adjacent left ovarian cysts or large mildly complex cyst with the simple septation. Follow-up ultrasound to menstrual cycle is recommended to assess resolution. Most recent follow-up information incorporated above includes: on 20-nov-2018: pfs and medical record received: event pregnancy updated to ectopic pregnancy, previous event pain updated to abdominal pain. Events added: dysmenorrhea, pituitary tumour, weight increased, abdominal pain. Concurrent condition, medical history added. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2010. At the time of the report, the pelvic pain, pregnancy with contraceptive device, depression and anxiety outcome was unknown. The pregnancy outcome was not reported. The reporter considered anxiety, depression, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.